Manufacturer narrative:
Concomitant medical product: d143 competitor ICD, implanted: (B)(6) 2017. Evaluation summary: the outer insulation of the lead developed a breach due to a depression while in vivo. Visual evaluation of the distal conductor did not reveal any anomalies. Electrical testing found the continuity was complete in the proximal conductor. A partial lead in portions was received. A partial lead (in portions) was returned for evaluation. More than one set of setscrew marks were noted on the connector pin(s). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the atrial and right ventricular (rv) leads were fractured, with high threshold and noise "concerning for insulation break." Both leads were explanted and replaced. No patient complications have been reported as a result of this event.